Manufacturer narrative:
Photographs were returned, not the device. Actual product was not returned. Consumer provided photographs on may 20, 2015. The consumer returned the complaint sample to the retailer. She provided photographs of the bottles that were in the carton. The visual investigation was conducted using the photographs. The investigation confirmed that the pictures of the bottle lot numbers did not match the lot number of the carton. Aj02863 was manufactured in november 2011, ak01381 was manufactured in july 2012, while aa04239 was manufactured in january 2015. Therefore, the three lot numbers were not at the manufacturing site at same time. The complaint is verified but the cross contamination could not have occurred at the manufacturing site. Visual investigation of a retained sample of aa04239 was within specifications. It contained the correct components. Manufacturing records were reviewed and found to be within specifications. Additionally, no other similar complaints have been received for lot aa04239. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A consumer reported that she purchased a ''twin pack'' of complete easy rub that contained two 12 ounce bottles. Upon opening the box the consumer found the bottles had two different lot numbers that did not match the lot number identified on the box. The reporter indicated the box was sealed and the tamper evident shrink seal was properly sealed on the bottles was also in place. The lot number on the box was aa04239 expiration january 31, 2017. The bottles were labeled with lot ak01381 exp. 5/31/2014 and aj02863 exp. 11/30/2013. The reporter provided a photograph to document the problem but returned the actual product to the retail store. There was no patient injury.